Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment for a stricture within the left main stem due to cancer. The lesion was pre-dilated prior to placing the stent. During the procedure, the stent partially deployed within the airway. The partially deployed stent was removed from patient and another ultraflex tracheobronchial stent was used to complete the procedure. Reportedly, as a result of the device malfunction, the procedure was prolonged by approximately 20 minutes. Due to this, re-sedation was required and the patient experienced mild hypotension. The mild hypotension was treated with fluid. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment for a stricture within the left main stem due to cancer. The lesion was pre-dilated prior to placing the stent. During the procedure, the stent partially deployed within the airway. The partially deployed stent was removed from patient and another ultraflex tracheobronchial stent was used to complete the procedure. Reportedly, as a result of the device malfunction, the procedure was prolonged by approximately 20 minutes. Due to this, resedation was required and the patient experienced mild hypotension. The mild hypotension was treated with fluid. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 20mm. A visual and tactile examination of the shaft of the device found no anomalies. Functionally, the stent was able to fully deploy without any noted issues. No anomalies were noted to the deployed stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.